Event description:
The customer reported that while the unit the was in use on a pt, the electrocardiogram waveform disappeared from the display. The pt was switched to another unit and therapy was continued. No pt injury was reported.